Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through review of the event history log which identified "improper shutdown!" Messages as evidence of the reported 'turns off by itself'. Evaluation did not reproduce the reported issue. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would turn off by itself. There was no patient involvement. No additional information is available.